Manufacturer narrative:
Beginning (B)(6) 2012, us and (B)(6) customers were sent an urgent pt safety advisory informing them of the need for proper care and preventive maintenance of their zimmer skin graft mesher. Customers were informed that improperly maintained instruments may cause donor site injuries or result in damage to the graft. Customers were requested to contact zimmer to schedule maintenance for the device in accordance with the instructions for use. The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 08/09/2000 and has no previous repair history. Upon arrival, initial assessment observed damage to the comb, roller, bushings and side plates. Investigation of the device also verified the hinges did not operate very well and the guide block was badly discolored. It was also noted that the ratchet returned with this unit was a ratchet from a zimmer meshgraft ii ratchet model and that it was very loose and had a set screw missing. Prior to repair the calibration of the unit was outside of spec on the left and right side. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.

Event description:
It was reported that while using the zimmer skin graft mesher, the dermacarrier did not catch or pull the skin graft through the mesher. Despite multiple f/u attempts with the customer, no add'l info was able to be obtained regarding the reported event.